Event description:
The customer reported that the insulin pump's keypad was unresponsive and numbers were ramping on the display. The customer also stated that the insulin pump had a battery out limit. Customer confirmed that the device may have been exposed to sweat. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.